Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported passing out due to a low blood glucose reading of 40 mg/dl. After passing out, the customer broke a couple ribs and was taken to the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the daily totals did not appear to be correct. Advised that the insulin pump would be replaced. Nothing further was reported.